Manufacturer narrative:
The initial MDR 2247117-2017-00048 was filed on april 11th 2017. Additional information (06/19/2017): a siemens headquarter support center (hsc) specialist stated that there were no major findings from the system inspection performed by the siemens customer service engineer (cse) that would indicate a mechanical factor for the discordant result. The customer repeated the affected sample and did not observe any additional discordant results. The instrument support files have not been obtained from the customer. The siemens hsc specialist is unable to investigate this issue further without the instrument support files. The cause of the discordant, falsely elevated hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer care center (ccc) specialist remotely confirmed that all reagents and quality control materials were handled in accordance with package insert directions and that there were no known shipping/ receiving or facility storage issues. The customer stated that the adjustments and quality control materials for hcg were in range. The ccc specialist also confirmed that there were no other discordant results from samples that were tested before or after the affected sample. A siemens customer service engineer (cse) was dispatched to the customer site. The cse repaired a leak at the probe wash filter and performed minor cleaning of the high speed spinner and the dilution well. The cse adjusted the wash speed of the high speed spinner and the mix speed of the dilution well. The cse ran hcg quality control materials and they recovered within specifications. The cause of the discordant, falsely elevated hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated hcg result was obtained on an immulite 2000 instrument. The discordant result was reported to the physician who questioned it. The same sample was repeated using the same reagents and on the same instrument resulting lower and matching the patient's clinical profile. The discordant, falsely elevated result indicated a positive pregnancy. The repeat result was negative for pregnancy. The repeat result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant, falsely elevated hcg result.